Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 31g 8mm hub separated. The following information was provided by the initial reporter :   the consumer reported that the needle hub separated and stayed inside of the shield. Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: customer returned six syringes with no pouch for identification. All syringes feature 0.3ml graduation markings. Three of the syringes had their needle shields and hubs separate from their barrels. The hubs have become lodged inside the shields. There is no damage to either the connector at the distal tip of the barrels or its respective needle hubs. No signs of use and no other defects found. The remaining three syringes were returned fully intact. A needle shield pull force test was performed on each of these syringes. The needle shields required 4.70 lbs, and 3.01 lbs to remove two of the three shields. For these two needle shields, the hub remained properly attached to the barrel of the syringe. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield being within pull force specification, the report of the hub separating from the barrels could not be confirmed for the remaining two samples. Additionally, one syringe disassembled during testing. For the final syringe, the shield and hub separated from the barrel at 5.25 lbs. A review of the device history record was completed for batch# 0125308. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pull. Based on the samples received the investigation concluded that bd was able to confirm the reported needle hub separation in one of the two returned samples. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that 1 syringe 0.3ml 31g 8mm hub separated. The following information was provided by the initial reporter: the consumer reported that the needle hub separated and stayed inside of the shield. Date of event: unknown. Samples: available.